Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix would not deploy in or out of the patient¿s body. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.